Manufacturer narrative:
Date of report: 30sep2021.

Event description:
The customer reported getting diagnostic errors for machine and proximal pressure sensors failed. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The remote service engineer advised the customer to replace the cable that connects the data acquisition (da) board to the motor controller (mc) board and provided the service manual.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer (rse) advised the customer to replace the cable that connects the data acquisition (da) board to the motor controller (mc) board and provided the service manual. The customer called back and said they had changed out the da board, mc to da cable, and the flow sensor with the issue continuing. The rse advised the customer to replace the power management board.